Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿t's were already inserted into the patient and suture broke during tightening.¿ no t¿s or suture were returned. The depth limiter was returned attached to the needle. The needle was slightly twisted. It was bowed and bent. The device still cycled and actuated as expected. Inadvertent twisting or over flexing of the needle track may encourage unintended release or retaining of anchors. Factors influencing successful anchoring include device ability, implant location and tissue condition. No root cause related to the manufacture of the device was established.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device reported on. The product was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Based upon the information provided, the failure was anchor premature detachment. Final product met specifications upon release to distribution.

Event description:
It was reported that during procedure, the sutures have cut through to the anchors. Both t's were already inserted into the patient and suture broke during tightening. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.